Event description:
It was reported the epg (external pulse generator) stopped/turned off during surgery. It was further noted that the battery voltage was 9.0 volts. Follow-up information received suggested the epg was switched to another unit, but it was not possible to confirm. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial customer comments, however, analysis did find that the interconnect flex was out of specification.